Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('causing women as young as 20 s undergo a hysterectomy'), perforation ('reproductive organs perforated'), neoplasm malignant ('dealing with cancer from the material of device'), autoimmune disorder ('dealing with autoimmune') and genital haemorrhage ('bleeding for a months') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), complication associated with device ("all suffering from serious complications"), adverse event ("serious health issue/lot of women injured"), pelvic pain ("debiliating pain") and menopause ("20-30 year old women going into premenopause") and was found to have neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, perforation, neoplasm malignant, autoimmune disorder, genital haemorrhage, complication associated with device, adverse event, pelvic pain and menopause outcome was unknown. The reporter considered adverse event, autoimmune disorder, complication associated with device, genital haemorrhage, medical device removal, menopause, neoplasm malignant, pelvic pain and perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, perforation, adverse event, genital haemorrhage, complication associated with device, neoplasm malignant, pelvic pain, autoimmune disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('causing women as young as (B)(6) undergo a hysterectomy'), perforation ('reproductive organs perforated'), neoplasm malignant ('dealing with cancer from the material of device'), autoimmune disorder ('dealing with autoimmune') and genital haemorrhage ('bleeding for a months') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), complication associated with device ("all suffering from serious complications"), adverse event ("serious health issue/ lot of women injured"), pelvic pain ("debilitating pain") and menopause ("20-30 year old women going into premenopause") and was found to have neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, perforation, neoplasm malignant, autoimmune disorder, genital haemorrhage, complication associated with device, adverse event, pelvic pain and menopause outcome was unknown. The reporter considered adverse event, autoimmune disorder, complication associated with device, genital haemorrhage, medical device removal, menopause, neoplasm malignant, pelvic pain and perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, perforation, adverse event, genital haemorrhage, complication associated with device, neoplasm malignant, pelvic pain, autoimmune disorder, no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.